Event description:
As reported on the novartis nutrition quality complaint form: "pump was removed from the facility immediately. The assistant director of nursing stated she believes that the pump is not faulty, and that the situation is the responsibility of the agency nurse who set up the pump. The pump was reuuing gatorade in an open system, and there was no injury to the patient involved... This is what occurred: the agency nurse set up the pump and open system bag, and left the resident's room. Upon returning to the room (no time frame was given), she found the entire bag of gatorade, (unspecified amount) had flowed into the resident. The adaptor was not on the bridge, and the silicone tubing was hanging down (in other words, the tubing was not around the rotor). The nurse stated there was no free flow alarm to notify her. The gatorade was safely lavaged back into the bag".